Manufacturer narrative:
(B)(4). The insulin pump had cracked battery tube threads, broken belt clip rails, cracked case corner of belt clip rails, missing retainer and missing reservoir tube o ring. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer.

Event description:
Information received by medtronic indicated that the belt clip railing on the insulin pump was broke. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.